Event description:
The patient reported she was admitted to the hospital with hypoglycemia on (B)(6) 2025. Blood glucose levels had declined to 50 mg/dl while wearing the pod. The patient reported she uses u-200 insulin in her pump and had been instructed by her hcp (health care provider) to deliver a bolus that would be equivalent of 30 units of u-100 (15 units of u-200), 30 minutes before meals. The patient reported she delivered a 15 units bolus of u-200 insulin in anticipation of an upcoming meal. The patient reported she fell asleep for 3 hours prior to eating her meal, which resulted in her hypoglycemic event and subsequent medical attention. The patient did not report any symptoms associated with their hypoglycemia. The patient was treated with IV (intravenous) fluids and dextrose. The patient was discharged 3 days later on (B)(6) 2025.

Manufacturer narrative:
Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s918usqs6cyb3. Smartphone hardware: sm-s918u. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.